Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced hemolysis (e.g. Blood sample). It was stated this event occurred 18000 times. The following information was provided by the initial reporter: the customer reported" the outpatient department called and reported severe hemolysis with five cases of tubes (400-600 tubes per day, complaint made after continuous hemolysis occurrences). The latest hemolysis resulted in serious affected clinical repetitive work. It is suspected that the red rubber stopper inside the head cover is too hard, and they hoped to replace the blood collection tube with a gray rubber.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced hemolysis (e.g. Blood sample). It was stated this event occurred 18000 times. The following information was provided by the initial reporter: the customer reported " the outpatient department called and reported severe hemolysis with five cases of tubes (400-600 tubes per day, complaint made after continuous hemolysis occurrences). The latest hemolysis resulted in serious affected clinical repetitive work. It is suspected that the red rubber stopper inside the head cover is too hard, and they hoped to replace the blood collection tube with a gray rubber.

Manufacturer narrative:
H6: investigation summary, bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This complaint has been confirmed based on the photo provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.